Event description:
On (B)(6) 2024, the patient's evd was found to be leaking csf at the evd clip. The patient had the evd switched out. No other known injury other than loss of csf, switch out of the evd and risk of infection at this time. This was reported to company rep on the date of occurrence. The nursing manager to coordinate with company rep and provide defective device for investigation. Medline industries, lp.